Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection which led to the device eroding through the skin. During explant it was noted that the pocket infection appeared to have been chronic. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and not replaced. No further patient complications have been reported as a result of this event.